Event description:
The surgeon inserted cc4204a collamer single piece lens and could not get it to seat properly in the eye. The lens was cut out of the eye without enlarging the incision and replaced with another same model lens the reporter stated that there was not an issue with the device, just a surgeon's preference.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4) no consequences or impact to patient. Lens would not center in the eye. Visual inspection of the returned lens showed the lens was returned in liquid and torn in two pieces. (B)(4).